Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced an issue with the infusion set serter which was not situated properly. Due to this issue, the patient experienced high blood glucose level of 22.0 mmol/l, which they tried to treat it with insulin from backup plan. Currently, the blood glucose level of the patient is under 10 mmol/l. No further information available.